Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and seizure. B5: describe event or problem - correction/additional information. E1 initial reporter first name - correction. E1 initial reporter last name - correction. E1 initial reporter email address - correction. E1 initial reporter street line 1 - correction. E1 initial reporter city - correction. E1 initial reporter zip code - correction. E1 initial reporter telephone number - correction. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - additional information/device evaluation. H6 codes: health effect - impact code - additional information/device evaluation. H6 codes: health effect - clinical code - additional information/device evaluation. H10: corrected data.

Event description:
Subsequent to the initial MDR, a correction was updated on 3/25/2024. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks. On (B)(6) 2024, the patient's parent reported that the had a seizure and when they checked her bg it was 26 mg/dl compared to the cgm that was reading was 78 mg/dl. Emergency medical services was called and the patient was transported to the emergency room (ER). There was no information about what treatment the patient received from ems or at the hospital. At the time of the report, there was no information on when the patient was discharged from the ER but it was noted that the patient was hospitalized. Also, during this time, the patient was feeling normal. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks. On (B)(6) 2024, the patient reported that they had a seizure and when they checked their bg was 26 mg/dl compared to the cgm that was reading 78 mg/dl. Emergency medical services (ems) was called and the patient was transported to the emergency room (ER). There was no information about what treatment the patient received from ems or at the hospital. At the time of the report, there was no information on when the patient was discharged from the ER but it was noted that the patient was hospitalized. Also, during this time, the patient was feeling normal. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.